Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device failed volumetric accuracy testing the external/internal inspection was performed and passed, along with all electrical testing. A volumetric accuracy test was completed and failed - related to the return instrument test / evaluation (rite) accuracy failure. Test article piston foam was installed and the volumetric accuracy test passed. When the original piston foam was placed back into the device, it failed the test again. The temperature was within specifications after the test article (piston foam) was installed. The cause for the failed volumetric accuracy test was determined to be disintegrated piston foams. The piston foams (2 each) were to be scrapped and the device was to be sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.